Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported a total of 10 wafers were off-center. She indicated that the convex portion attached to mass/tape collar is off center, which then causes one side of tape collar to be wider than other sides and the flange appears off set. The wafer was not used. No further information or photograph was provided.